Manufacturer narrative:
(B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Romanowski, m. R., md, & repicci, j. A., md. (2002). Minimally invasive unicondylar arthroplasty eight year follow up. Journal of knee surgery, 15, 17-22. Retrieved january 15, 2018.

Event description:
It was reported in the journal article, "minimally invasive unicondylar arthroplasty - eight-year follow-up" that the patient underwent a knee procedure on an unknown date on an unknown side. Subsequently, patient was revised due to disease progression on an unknown date 90 months after initial implantation; revised to a tka.